Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter was having the following power related issue: unit powers off during use. The meter was powering on at the time of troubleshooting phone call. The patient mentioned about experiencing dry mouth and heavy breathing sometime prior to the alleged issue started. She denied about taking any action in regards to her diabetes medication treatment or to receive medical intervention due to the alleged issue. This complaint is being reported as product malfunction due to the unresolved alleged issue. The product did not cause or contribute to an adverse event, as the patient's symptoms started prior to the alleged issue.